Event description:
It was reported that the patient experienced a loss of therapeutic effect and weakness. It was "hard to explain" for the patient, but she felt that "something like her parkinson's [was] returning." The patient felt like her symptoms returned after riding on her stationary bike until she went to bed at night; when she awoke in the morning, her symptoms were better. The patient had not typically checked her implantable neurostimulator (ins) with her patient programmer (pp) after biking; she checked it one time and her programmer stated her ins was still on. The patient was concerned that her bike pedals were magnetic. She last experienced this the week previous. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial#: (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID: 7482a51, : serial#: (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID: 7436, serial#: (B)(4), implanted: (B)(6) 2009. Product type: programmer, patient: product ID: 3387s-40, lot#: v191279, implanted: (B)(6) 2009. Product type: lead: product ID: 3387s-40, lot#: v191279, implanted: (B)(6) 2009. Product type: lead. (B)(4).